Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07639, 2134265-2017-07640, 2134265-2017-07641. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and 33mm watchman ® laa closure device & delivery system were used. The closure device was deployed, but upon an attempt to fully recapture the closure device, the anchors would not fit into the access system. Additional attempts at fully recapturing the closure device were tried, but were unsuccessful. The closure device was finally removed from the patient in a mostly constrained fashion in the access system. It was noticed that the access system was kinked. The echocardiographer confirmed the septum was fine. It was also confirmed that there was no pericardial effusion. Another watchman ® access system and 33mm watchman ® laa closure device & delivery system were used and the closure device was successfully implanted. At the end of the procedure, it was confirmed that there was no pericardial effusion. The patient was stable. Later that day, about three hours post procedure, the patient suffered a pericardial effusion with minor tamponade. The patient was brought back to the catheterization lab and a pericardiocentesis was performed. There were no further patient complications and the patient¿s condition was stable.